Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported by the patient that she never had therapeutic effect. The following symptoms were reported: increased baseline pain and csf leak following implant. The patient noted excessive vomiting from the spinal leak. The patient stated they never had a trial, they went straight to implant. The patient had been getting increases since implant but only had one fill after surgery and was not sure when her refill is. The patient was out of her oral medications and her pain had increased. The patient had been trying to find a physician and stated she missed an appointment where it was to be determined if they were going to reposition the pump and/or remove the pump. The patient noted the health care provider (hcp) thought the patient pulled the stitches that were holding the pump into place and it dropped lower into her pelvic region, noting ¿the actual pump is sitting down in my pelvic region¿, and had been an issue too. The patient thought the pump was good until october but stated they like to take the medication out every couple of months. The patient noted the pump had never helped with her pain since implant which was the reason for thinking about removal. The pump system was delivering morphine.